Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one segment of digital video which depicted a 2fr s/l per-q-cath catheter. The depicted device was implanted in a patient and was being accessed. During infusion, a leak was observed which appeared to originate between the molded joint and insertion point. While a leak was evident in the submitted video, inspection of the video was insufficient to identify the cause of the leak. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include stylet damage and sharp instrument contact. H3 other text : device evaluation findings are in the manufacturer's note.

Event description:
It was reported leakage through a small hole about 1cm from the beginning of the tube, noticed after insertion of the catheter in the newborn. It is necessary to remove it and perform a new procedure. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeq3571 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported leakage through a small hole about 1cm from the beginning of the tube, noticed after insertion of the catheter in the newborn. It is necessary to remove it and perform a new procedure. No other information provided.